Event description:
Female contact lens wearer with fusarium -culture positive- corneal ulcer. Pt had been wearing soft contact lenses -non disposable-. Name of solution unknown. Treated with topical and oral antifungals and infection resolved. Final visual acuity of 20/60 at 8 weeks post treatment.